Event description:
The customer tested his blood glucose using his contour usb meter and received readings of 20mg/dl and less. He retested using another contour usb meter and received a reading of 312mg/dl. The difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent. Customer has no strips left to return.